Event description:
Reporter called to report a product issue and adverse event involving his abbott freestyle cgm with phone app. Reporter stated that the app for his abbott freestyle 2 libre cgm has a low glucose alarm that is extremely too loud and it's unable to be disabled or turned off. Reporter stated that his wife was next to the alarm yesterday on (B)(6) 2022 when it went off and she is now experiencing inner ear issues due to the loud alarm that he believes is over 100 decibels. Reporter stated he is happy with the device, other than this loud alarm that can't be turned off. Reporter stated he has tried to report the issue to abbott multiple times, but he gets put on hold and then eventually the call is dropped. Reporter stated there is no warning of the high-volume alarm that can't be disabled. Reporter stated his wife is going to see a doctor for her inner ear issues.